Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs caps separated from the syringe, exposing the needle. The following information was provided by the initial reporter: "the complaint is that they reached in the box to get another bag (sleeve) of syringes and was stabbed by the needle because they lids were not secure on the syringe in this one sleeve. They were unable to use the product."